Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer changed out cartridges and infusion sets. There was no impact to customer's blood glucose level.